Event description:
Intensivist placing right femoral arterial line and guidewire frayed. Intensivist was able to remove guidewire from patient. Arrow 18 g 16 cm 0.025 inch femoral arterial line catheterization kit, lot: 33f24k0306.